Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this reported event was a duplicate of 0001825034-2021-01308.

Event description:
Upon receipt of additional information it has been determined that this reported event was a duplicate of 0001825034-2021-01308.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported 1.5mmx.5mm tip of biomet juggerknot inserter implanted in right foot during insertion of juggerknot anchor, the surgeon was made aware and stated he chooses to leave tip in bone as attempting to remove it would cause more harm to patient. Attempts have been made and there is no further information at this time.